Event description:
The following has been reported: serial number (B)(6). On (B)(6) 2026 the resistor motor will push in and isn't coming forward far enough. Resistor motor is on a spring and is made to go in and out, opened up to fix fva bearing and housing opened and replace lip seals. Pump placed in bring up mode and sent to the test line pass all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm loaded into heratherm @ 16:00 (B)(6) 2026, pulled from heratherm @ 04:00 (B)(6) 2026, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service. A preliminary review identified the following issue: mechanical hardware failure (vr assembly) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.